Event description:
Clinical study. It was reported that during a carotid artery intervention, the patient experienced asystoli and minimal neck pain. The lesion being treated was located in the right proximal internal carotid artery. The physician was using a 4.5x20mm sterling monorail. During the procedure, the site reported the patient became asystolic and experienced minimal neck pain while the balloon was inflated. The patient immediately recovered after the balloon was deflated. The site reported no neurologic focality occurred during angiogram or afterwards and no complications occurred during the procedure which was completed with this device. The patient was discharged later the same day without residual effects. In the opinion of the physician, the relationship of the event to the procedure is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.